Event description:
The customer reported that thirty to forty-five minutes after the tube was inserted in the pt, the nurse found the "hemostasia" of the tracheostomy site bad and the pt had an increased cough. The nurse checked the equipment connected with the pt and found the tube's cuff leaking. A non-routine replacement of the tube was performed and the tube was discarded.